Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported error. In addition, no fault codes or electrical failures were observed in the diagnostic history. The fse performed a full inspection of the iabp and confirmed proper function. The iabp passed all calibration, functional and safety tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iabp circuit. No patient harm or adverse event was reported.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "leak in iab circuit. No patient harm or adverse event was reported.